Event description:
The bougie cap was placed on the scope and following the IFU [instructions for use] placing the provided adhesive tape. This tape is clear and completely colorless, poses difficulty seeing post procedure for removal. Tape is single use and meant for removal after patient use. Not intended for reprocessing.